Manufacturer narrative:
Device is a combination product device evaluated by MFR: the device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
(B)(6). It was reported that post synergy stent placement stent thrombosis occurred. The patient presented for treatment with st elevation myocardial infarction and a synergy drug eluting stent was placed. One hour and 58 minutes post procedure thrombosis of the left anterior descending artery occurred. The event was treated with repeat percutaneous coronary intervention.